Event description:
It was reported that there was an observation of atrial lead pacing impedance greater than 3000 ohms, which is high out of range. There was also no capture at 5v and some atrial tachy response (atr) events showing noise oversensing. Provocative maneuvers were performed and noise was reproduced when the patient reaches the left arm to the right hip, hence, a lead fracture is suspected. Reportedly, the patient has not been seen for some time in-clinic, so it is unknown when the out of range pacing impedance began for this patient, as the device data shows greater than 3000 ohms for over 12 months. The device was then reprogrammed to adjust the sensitivity of the atrial lead. Technical services (ts) reviewed the case and discussed that adjusting the sensitivity may work for the moment, but further investigation and revision may be required. No definitive action has been performed or planned at this time. Additional information provided indicates the patient will continue to be monitored for assessment and next steps. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that there was an observation of atrial lead pacing impedance greater than 3000 ohms, which is high out of range. There was also no capture at 5v and some atrial tachy response (atr) events showing noise oversensing. Provocative maneuvers were performed and noise was reproduced when the patient reaches the left arm to the right hip, hence, a lead fracture is suspected. Reportedly, the patient has not been seen for some time in-clinic, so it is unknown when the out of range pacing impedance began for this patient, as the device data shows greater than 3000 ohms for over 12 months. The device was then reprogrammed to adjust the sensitivity of the atrial lead. Technical services (ts) reviewed the case and discussed that adjusting the sensitivity may work for the moment, but further investigation and revision may be required. No definitive action has been performed or planned at this time. The lead remains in service. No adverse patient effects were reported.